Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device ¿ abdomen/failure to occlude fallopian tubes'), fallopian tube perforation ('perforation (fallopian tube(s)'), device expulsion ('expulsion of essure device/failure to occlude fallopian tubes') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, tendinosis, attention deficit disorder and polycystic ovarian syndrome. Previously administered products included for an unreported indication: mirena from 2009 to 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2019, the patient experienced flank pain ("left flank pain"), 5 years 2 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdomen pain"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). The patient was treated with surgery (ablation, right coil removed and salpingectomy (bilateral removal of fallopian tubes), davinci robotic total hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, fallopian tube perforation, device expulsion, genital haemorrhage, menorrhagia, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, migraine, dysmenorrhoea, dyspareunia, flank pain, vaginal discharge and fatigue outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, cystitis, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, flank pain, genital haemorrhage, menorrhagia, migraine, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: right: 4 coils. Left: 4 coils. Discrepant information - as per mr on (B)(6) 2014: the abnormally located right essure coil was then removed, as per pfs (B)(6) 2014 (left tube removed) . (B)(6) 2019 (hysterectomy but coil is in the abdominal cavity). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2019: displaced tubal sterilization coil noted in the right lower quadrant. Hysterosalpingogram - on an unknown date: performed 12weeks after procedure: patent right fallopian tube; on (B)(6) 2014: the right tube coil was not in place, unilateral occlusion (left tube occluded). Ultrasound scan vagina - on an unknown date: left fallopian occlusion device is identified. Migrated right tubal occlusion device was not identified on this study but was seen on the CT. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Previously reported event injury was replaced with events from pfs: abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia); infection (bladder/urinary tract/vaginal); migraines / headaches; migration of essure device ¿ abdomen, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse); expulsion of essure device; pain; vaginal discharge, perforation (fallopian tube(s)); fatigue were added. Incident : no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.